Event description:
The user facility alleged the pt developed an infection. The following is based on the medical records provided. On (B)(6) 2011, the pt underwent indirect right inguinal hernia repair with bard soft mesh. On (B)(6) 2011, the pt underwent removal of the bard soft mesh and drainage of subcutaneous and retroperitoneal abcesses. The bard soft mesh was noted to be infected.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the mesh caused or contributed to the reported event. The pt developed an infection and subsequently underwent explant of the bard soft mesh approx 3 months after the implant. An abscess cavity was identified laterally and the mesh was noted to be infected on that lateral side and tracked medially. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related caused for the reported event. Additionally, no sample was returned, therefore an eval cannot be performed. Without add'l info, no conclusion can be drawn.